Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported they are still having bite issues. They have been hitting hard on their front teeth and their back teeth don't touch on the left side. Provided information on bite feeling off, requested bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.